Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable) has been confirmed. Upon investigation the electrode belt displayed a service code 204 (belt/monitor unusable) and was unable to communicate with a monitor. The cause for the failure was isolated to an intermittent red (can h) wire in the trunk cable. The root cause for the intermittent wire in the trunk cable was unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing service code 204 - belt/monitor unusable.